Manufacturer narrative:
The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed.

Event description:
(B)(4). Date of event: (B)(4) 2011. According to the information received, the foley catheter was inserted (B)(6), 2010 following prostate surgery. The catheter was inflated using sterile water. On (B)(6), 2011 the catheter dropped out of the patient.